Event description:
It was reported that the underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2019. Explant date: procedure 2019.